Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician intended to use an evercross balloon catheter during procedure. The lesion is reported to have been highly calcific. The physician inflated to nominal pressure for a single inflation. It is reported that the balloon ruptured while inflated in the artery. The physician removed the ruptured balloon without difficulty. No balloon pieced remained in the patient. A second balloon was selected and used on lesion. No further complications were reported. Evaluation summary: the evercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. There was blood residue in balloon chamber. A water-loaded inflation device was attached to the catheter's inflation port and the system was purged. A significant quantity of well-formed thrombus was noted in the balloon chamber. The system was slowly pressurized but no leaks were detected. The system was repeatedly purged and pressurized without detection of the leak. Microscopic examination of the balloon chamber failed to locate the leak. The balloon burst longitudinally during an inflation.